Manufacturer narrative:
The service technician was able to verify the reported issue. Bench testing reveals the vent fails the circuit test due to a non-conforming exhalation module. This condition of the exhalation module will cause the vent to alarm blower demand error due to a no flow condition of the vent. A known good exhalation module was installed and the failure was resolved. Exhalation module will be sent to fa (failure analysis) lab for further testing and analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It is reported to vyaire medical that the revel ventilator experienced a blower demand error while on patient. At this time, there is no information regarding patient harm associated with the reported event.